Manufacturer narrative:
This alleged failure mode posed a low risk to a patient because the issue was observed when the companion external battery was not supporting a patient. The companion external battery will not be returned to syncardia for evaluation. Transportation regulations do not allow batteries with a charge over 30% to be shipped via air. Since the battery is not recognized by the companion 2 driver, it cannot be discharged for shipping. The battery will be disposed according to european regulations. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
This companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion external battery was not recognized by the companion 2 driver when inserted. The customer also reported that the battery fuel gauge indicated it had a full charge. The customer also reported that the battery connector is pushed back into the housing.